Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse powered on the system and confirmed repeated errors 23094. The fse replaced universal surgical manipulator (usm) 1. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated errors 23094 along with 23118 and 23069 on the insertion axis. The unit triggered 23118 faults in normal mode. The degrees of freedom (dof) 4 and chipencoder virtual absolute (cva) assembly were opened and found dof 4 cva printed circuit assembly's (pca) metal enclosure (riser) was completely off from the cva pca physically. The metal enclosure (cva riser) was loose and moving freely between the cva pca and the cva disc. A new cva pca was exchanged in, and the error did not return.

Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, the customer encountered repeated error 23094 on universal surgical manipulator (usm) 1. The customer rebooted the system with no success. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted errors 23138 and 23094 on usm1. The tse helped the customer disable usm1 and proceed with the remaining arms. The site continued to complete the procedure as planned with no reported patient injury.